Event description:
Meter name: one touch profile, strip name: lifescan, meter code: 7, strip code: unknown, strip storage: unknown, symptoms: drowsy and symptoms of low level. A patient reported they were seen by the endocrinologist. Their meter allegedly was inaccurately high. The result on their meter was 391, 372, 312, and 391 (no units). The result on the endocrinologist meter was unknown. The time difference between patient's meter and endocrinologist was unknown. Treatment was unknown. Endocrinologist changed medication due to incident. No further information has been reported.